Manufacturer narrative:
Upon further investigation, the following has been reported that the issue was found during testing for preventative maintenance. Therefore, this complaint no longer meets reportability requirements.

Event description:
It was reported to philips by a customer that the unit interaction screen panel is dimming. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the units lcd was very dim at highest setting and since hydis lcd was obsolete the display would need to be replaced. Rse provided part number for ui assembly, with nav-ring. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.